Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome needed calibration since it does not take adequate skin graft. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is in progress and no information has come in to date.

Event description:
New information received found that an additional graft was not needed to complete the procedure.

Manufacturer narrative:
Following sections were updated or corrected :b3, b5, d2, g1, g3, g6, h1, h2 and h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the motor rpms were out of specification on the low end. The head, neck, control bar, control shaft, bearings, motor, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.